Event description:
It was reported to philips that the system failed to produce x-rays. After two reboots, the issue resolved. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was impossible to deliver x-rays. Remote service engineer (rse) contacted customer and confirmed the device was back to normal use. After 2 shutdowns user restarted the device and the system was working normally, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.